Event description:
It was reported that the pt experienced a shocking/jolting sensation at the ipg location after exposures to store's security gate. The device was on during the exposure. The pt is at home and in good condition. Further info is being requested from the hcp.